Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex (cx) coronary artery. A hi-torque balance middleweight (bmw) universal guide wire was selected for the procedure. The bmw universal guide wire was advanced, but met resistance and became stuck at the carina of the cx possibly due to calcification. The physician attempted to remove the bmw universal guide wire from the anatomy, but was unable to. The physician applied additional force to free the bmw universal guide wire and was then able to remove it from the anatomy with no other issues noted. A hi-torque whisper guide wire was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed. The reported failure to advance as well as difficult to remove could not be replicated in a testing environment as it was based on operational circumstances of the procedure. It should be noted that the balance middle weight (bmw) universal instructions for use states, do not: push, auger, withdraw or torque a guide wire that meets resistance as well as torque a guide wire if the tip becomes entrapped within the vasculature. Although it was noted the resistance was felt during advancement of the guide wire as well as during removal of the device, this was likely due to the patients anatomical conditions therefore the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties to be related to the patients anatomical conditions. A review of the lot history record identified no manufacturing noncomformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history for this lot revealed no similar incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.